Event description:
The surgeon's initial statement was as follows: "I have been using glycolon sutures in oral surgery since 2014. In the last 4 months there has been an increase in premature dissolution of the sutures and premature opening of the wound edges with closed flaps!". Surgeon familiar with the device has had cases of premature suture absorption resulting in the premature opening of wound edges with closed flaps. Further information has confirmed this has affected patients in 2 operations. A separate report has been raised regarding the other operation. There have been no other reports of this previously for this device. Further information has been requested.